Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2008.

Event description:
It was reported that alerts were triggered due to high impedance on the defibrillation and superior vena cava (svc) coils of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.